Event description:
It was reported that the patient received an inappropriate shock, and the lead warning triggered. Both the right ventricular (rv) and left ventricular (lv) leads exhibited oversensing, high impedance, intermittent pacing and polarization changes. A header contact failure was found. The device was explanted and replaced. No further patient complications have been reported as a result of this event. It was reported that the patient received an inappropriate shock, and the lead warning triggered. Both the right ventricular (rv) and left ventricular (lv) leads exhibited oversensing, high impedance, intermittent pacing and polarization changes. A header contact failure was found. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The grommet was found to be damaged.